Event description:
The article, "valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance", was reviewed. The article presented a case study of a 72-year-old female patient with a previously implanted bioprosthetic aortic valve. It was reported on an unknown date, a 21mm trifecta valve was chosen for implant for redo-surgical aortic valve replacement. During the procedure, it was reported the patient unexpectedly passed away. No other patient signs or symptoms were reported. [(B)(6)].

Manufacturer narrative:
As reported in a research article, valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B2: date of death was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: valve-in-valve transcatheter aortic valve replacement versus redo surgical aortic valve replacement in patients with degenerated aortic bioprostheses: three-year death rates and haemodynamic performance.